Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization of one day was required, for monitoring purposes. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a baylis nrg-e-hf-71-c1 transseptal needle. A st. Jude medical agilis 8.5 fr inner diameter, 11.5 fr outer diameter sheath was used during the case. The generator was used in power control mode with default stsf temperature and power cut offs. The power did not titrate during the ablation. The flow was set at 8ml/min at or below 30 watts, 15ml/min above 30 watts and 2ml/min during mapping. No error messages were observed on any bwi equipment. The patient received an (unspecified) anticoagulant during the procedure with an activated clotting time (act) between 300-350 seconds. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 53-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received (B)(6)2019 , indicating a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: pc-000487530.